Manufacturer narrative:
As reported, the tip of an 8.5f .038¿ avanti plus cardiology mid-size (ms) got sheared off while pulling it at the end of an atrial fibrillation (a-fib) procedure. The tip was eventually removed. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿brite tip/distal tip~separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿hold the sheath in place when inserting, positioning, or removing the catheter. The suture collar may be used as a temporary suture site. Remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately. Important: upon removing any csi, aspirate via the sideport extension to collect any fibrin that may have been deposited within or at the tip of the sheath.¿ additionally, the IFU instructs users to inspect devices for any damage prior to or during use. Users are trained to identify any type of damage and immediately switch the device out for a new one. As no lot number was supplied, a phr could not be completed. Without the product return, it is difficult to draw a clinical conclusion between the device and the event based on the information available. The little information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the tip of an 8.5f .038¿ avanti plus cardiology mid-size (ms) got sheared off while pulling it at the end of an atrial fibrillation (a-fib) procedure. The tip was eventually removed. The device will not be returned for evaluation.